Event description:
Patient was revised to address pseudotumor and continuous dislocation. Update rec'd 1/29/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, and metallosis. There is no new additional information that would affect the outcome of the investigation. Update 5/20/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pain, pseudotumor, corrosion on the trunnion, and increased metal ion levels. The stem is now being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.